Event description:
It was reported that the needle was leaking medicine from the hub and needle was separated from the hub when giving an immunization. There was no reported patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product sample was provided for evaluation. As a result, the investigation could not confirm whether a quality-related issue contributed to the reported problem. The complaint could not be verified. Therefore, no further action will be taken at this time. A lot of history review could not be conducted because no lot number was provided by the customer.